Event description:
Report from (B)(6) stating intermittent operation with smoke coming from the motor of the device. The device was not used in surgery, it is unk if injuries or medical intervention were reported. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "intermittent operation" was confirmed. During the pre-repair diagnostic assessment, the device had rotational speed failure. If add'l info becomes available, a supplemental report will be sent. (B)(4).